Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection was performed with the naked eye and noted the drain line tubing separated from the cassette port. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition of detached drain line was verified. The cause of the reported condition could not be determined. There were no leaks noted in the supply lines. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain line of an amia automated pd cycler set disconnected from the cassette and resulted in a leak. This was observed during drain three of peritoneal dialysis therapy. It was further reported that there was a leak from the supply line of the amia automated pd cycler set. The patient performed continuous ambulatory peritoneal dialysis. The patient experienced nausea and vomiting and was given prophylactic antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.